Event description:
(B)(6) study. It was reported that after a percutaneous coronary intervention (pci), the patient developed in-stent restenosis. The target lesion #1 was located in the proximal lad (left anterior descending artery) with 80% stenosis and was 25 mm long with a reference vessel diameter of 3 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.75 x 32 mm taxus element stent. Following post dilatation, residual stenosis was 0%. In (B)(6) 2012, the subject presented with acute coronary syndrome and was hospitalized on the same day. A 236 days post index procedure; 90% focal in-stent restenosis of the previously placed study stent located in proximal lad was treated with balloon angioplasty and the residual stenosis was 0%.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis, therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).